Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device had an issue with medication in failed unit. The field service engineer (fse) remotely assisted the customer in recovering the storage space and the issue was resolved. The fse stated that the checklist steps and electrical safety testing were not applicable. The device was tested by the customer, and the system returned to normal operation. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that he was attempting to retrieve medication; however, the drawer did not open. An error message stating "medication in failed unit" was displayed. The user attempted to retrieve other medications from the same drawer, but the drawer continued not to open. Customer tried rebooting the device but issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected drawer there were no adverse events or injuries reported based on this event.